Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that on the capture management report, the atrial lead had high thresholds intermittently over the past few months. The in-office testing showed the thresholds to be within normal range. The patient will be rechecked in three months. The lead is still in use. No patient complications have been reported as a result of this event.